Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient mentioned the recharger gets hot that charges their back and the stimulator stays at zero. Patient mentioned when they try to charge their implant they have to try, try and try to which their controller gets a message there is a problem with the system. The issue began on saturday. Agent instructed patient to check for damage; patient noticed visible damage on the recharger cord. Patient mentioned the controller was not getting charged and the battery gets hot. Agent attempted to clarify and agent was unable to get a clear answer. Agent informed patient to insert the controller in the charging cord and patient didn't have their ac power supply cord with them. Agent informed patient to insert the controller in the ac power supply and if a green light is flashing the controller is taking a charge. Patient asked about implant information and agent reviewed. The issue was not resolved. An email was sent to repair to replace the recharger. No sy mptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.